Manufacturer narrative:
The lens remains implanted. Product serial number was not provided. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number of the device was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (iol) was implanted into the patient¿s left eye (os) and was placed at 005 degrees on (B)(6) 2018. One month post implant on (B)(6) 2018, iol axis was measured at 012 degrees. The patient¿s uncorrected visual acuity was 20/60, manifest refraction was +1.50 -3.00 x 045, and best corrected visual acuity os was 20/20. Patient returned on (B)(6) 2018 to discuss iol repositioning with the physician and repositioning was done on the same day. It was noted that there was no patient complication, and patient has recovered. Product is not be available for return as it remains implanted in the patient's eye.